Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming no disposable. The alarm had been silenced, and the settings had been reviewed, showing a residual volume of 10.5 ml, a rate of 2.2 ml/hr, and a volume given of 94.50 ml. The pump had continued beeping after the settings had been reviewed. Troubleshooting was performed but the alarm persisted. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. No adverse patient effects were reported by the customer.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.